Event description:
The customer reported that when the ventilator was turned on, the screen was blank. The customer reported that the device had been in use on a patient and it alarmed and shut down during use. The customer reported there was no patient harm. The device was returned to the manufacturing facility for evaluation.

Event description:
The device was returned to the manufacturing facility for evaluation. Analysis of the device cpu pcb board revealed a component failure that may result in a vent inop condition. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Evaluation in progress.

Manufacturer narrative:
(B)(4).